Manufacturer narrative:
P-cap locked properly during testing. Pump powered up properly upon battery installation. Unit successfully passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement test and sleep current measurement test. Unit was successfully downloaded to thump and carelink. Verified pump error 53 alarms (line number 0 file number 0) in the adapt tool fault main error log. On 12/20/2023 09:20:06.000 through 12/20/2023 20:21:41.000 alarms were listed in the fault error log for pump error 63. Per software engineer log it was determined that pump error 53 was generated due to exception on main mcu - suspecting the hw. Isolate to electronic assembly. No moisture damage found to the pcb1 board and pcb2 board during visual inspection. Moisture damage on the following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, missing display window/cove, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked keypad overlay at select button. Pump error 53 alarms confirmed in pump download history. Isolate to electronic assembly. No pump error 35 alarms confirmed during testing or in pump download history. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose event and had a pump error 35. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-1884l, unomedical, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer reported receiving a pump error. Customer was able to clear the error and complete rewind if requested. Conducted fill cannula delivery test but delivery was not recorded in daily history. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event no further patient complications were reported. No product return is required for mmt-7040a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.